Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 15sep2016 update information: customer quality unit received a maude report forwarded from (B)(6); this report is against user facility# (B)(4). Only additional and/or corrected information will be contained in this report. The physician left the embedded device in the patient's bone as it would cause too much harm to remove.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an open reduction internal fixation (orif) procedure to repair a fracture of the distal humerus, two (2) 1.5mm drill bits broke off and the fragments were embedded in the patient while attempting to drill through the medial epicondyle of the distal humerus. The drill bit fragments were not removed. There was no report of a surgical delay or additional medical intervention. The patient's postoperative outcome is unknown. This report is 2 of 2 for (B)(4).